Manufacturer narrative:
The failure investigation has been completed and the alleged issue was verified in the pump logs; however, no failure was identified. The information will be used for tracking and trending purposes.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer continued to use the pump for insulin therapy and had an alternate method of insulin delivery available. Customer¿s blood glucose level was 175-250 mg/dl.